Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed a flex fracture of the distal conductor.

Event description:
It was reported that the patient's right atrial (ra) lead was fractured and nonfunctioning. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.